Event description:
Received information which stated the ins was being explanted and replaced due to normal battery depletion. While trying to remove the lead and extension from the depleted battery both were unable to be removed and then broke. It was reported there was no patient injury and the patient recovered without sequela. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.